Event description:
Hospital reported that on attempting a skin harvest at a nominal setting of 9.5, the dermatome actually took full skin thickness. Allegedly causing injury to the patient. The surgeon reduced the setting and re-tried with caution. The full skin thickness was later sewn back on.